Manufacturer narrative:
Date of submission 06-jun-2018 the device has been returned and evaluated by product analysis on 29-may-2018 with the following findings: during investigation, the battery cap threads were damaged. The battery compartment was cracked in the thread area with a section of the battery compartment missing and below the grip pad. The battery compartment threads were damaged. Evidence of moisture contamination was found inside the battery compartment and on the underside of the battery cap. A leak test showed leaks at the battery compartment cracks. The pump case was removed to find no evidence of additional moisture inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the battery compartment was cracked and moisture was present. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no serious injury associated with the complaint.